Event description:
It was reported by the customer that during preventative maintenance, upwards of forty percent of pump modules did not passed the rate accuracy testing, therefore requiring calibration. This was reported to bd representatives during their site visit. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the report of the pump module failing the rate accuracy test during preventive maintenance could not be confirmed, and no device was returned for investigation. No device was returned for this investigation; therefore, an external and internal inspection could not be performed. No suspect logs were attached for this investigation. There was no device returned for investigation; therefore, log analysis could not be performed. No suspect device was returned for this investigation; therefore, testing could not be performed. Per alaris technical service manual v12.3.1, failure to perform regular and preventive maintenance inspections may result in improper device operation. Perform regular inspections before each use. Perform preventive maintenance inspections once a year. Use the bd alaris system maintenance software to check in, upgrade/repair, diagnose, calibrate, and perform preventive maintenance. Per bd alaris system maintenance manual v12.5, do not return a device for patient use if pump module fails the rate accuracy test. Failure to recalibrate and retest the device before returning it to patient use might result in over or under infusion (see rate accuracy: set up the pump module for the rate accuracy test. On page 71 and rate accuracy on page 259). Only use rate calibration sets to calibrate the system to avoid miscalibration of the system. Do not use the rate calibration sets for more than 60 uses. Do not use the rate calibration sets past their expiration date (six months maximum shelf life) (see rate accuracy: set up the pump module for the rate accuracy test. On page 71 and rate calibration on page 259. Per bd alaris system user manual v12.3.1, the standard rate accuracy is the rate accuracy under standard operating conditions, which is ±5% at flow rates greater than or equal to 1 ml/h and from - 8% to +5.5% at flow rates less than 1 ml/h. Preventive maintenance should be performed only by biomedical engineering the device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause of the pump modules failing the rate accuracy test during preventive maintenance could not be identified during the investigation. No device was returned for evaluation. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that during preventative maintenance, upwards of forty percent of pump modules did not passed the rate accuracy testing, therefore, requiring calibration. This was reported to bd representatives during their site visit. There was no patient involvement.